Event description:
A pk papyrus covered stent system was selected for treatment of a type I perforation in the main branch of the lcx. To stop the bleeding balloon dilation was performed. Afterwards the complaint pk papyrus was prepared, but the stent came off the balloon outside patient. Thereafter, a pk papyrus 2.5/20 was introduced but the lesion could not be crossed, despite additional pre-dilation (reported separately). According to the cathlab report, the distal vessel was completely occluded at the conclusion of the procedure. There was no perforation detected at the conclusion of the procedure. The patient was hemodynamically stable. No grafts were placed.